Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2014. Customer's blood glucose at the time of admission was 900 mg/dl. The customer's also reported the customer was feeling ill the night prior to their hospitalization and the paramedics were called. Customer also had an infection and fever during the time of their adverse event. The customer was treated at the hospital with a ventilator and insulin drip. Customer was released from the hospital on (B)(6) 2014. It was also found the customer had difficulty removing their battery cap. A replacement battery cap will be sent to the customer. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.